Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2014; 429888 lead, implanted: (B)(6) 2014. Evaluation summary: the partial lead was returned in segments, analyzed. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undefined high right ventricular (rv) defibrillation coil impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.